Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure, the subject device was used. In the procedure, the user tried to retract the needle of the subject device, however, the needle could not be retracted into the sheath. The user was retrieved the device from the patient's body safely. The subject device was discarded by the user. There was no patient injury reported. This is the report regarding the inability to retract the needle.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing history was reviewed and found no irregularities. Therefore, omsc assumed that this event was related to the user handling. Based on the past similar cases, omsc assumed that the cause of this event was detaching the needle tube from the needle slider. It was known that this type of event occurred as follows; the needle tube was kinked when the device was picked from the package, connected to or disconnected from the endoscope. The needle was locked due to kinking. Excessive force was applied to the needle slider when the user pulled it, and the needle tube detached from the needle slider. The instruction manual of the device has already warned as follows; to take the aspiration needle out of the tray, first pull out the handle section and hold it before taking the insertion section out of the tray. If the insertion section is taken out of the tray and held before the handle section is taken out, the insertion section may be deformed. Stop using the instrument if the stylet is kinked. Otherwise, it could break the stylet or cause difficulty in insertion and/or withdrawal.